Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. A replacement surgery was performed. The cuff had been removed at an earlier date; during the replacement procedure, the pump and pressure regulating balloon (prb) were also removed. An entirely new device was implanted. There were no further patient complications.